Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with broken battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer states the drive support cap was loose. The customer's blood glucose level at the time of incident was 277mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.